Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center (bts) reporting a system error (se) 2240 (air in set) on the home choice (hc) during peritoneal dialysis, during an unknown cycle. The home patient (hp) was connected at the time of the se. Before calling bts, the hp had already gone through the process of cycling the power twice, throwing away the supplies, and had called her nurse about the se. The nurse told the hp to call baxter for another hc. The technical service representative (tsr) explained that a se 2240 is not a machine issue and went over the possible causes. Since the hp had already thrown the supplies away, the setup could not be evaluated. No leaks were reported by the hp. The hp would setup with new supplies for that night. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) and the root cause was not determined because the disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event.